Event description:
Patient scheduled for afib ablation with anesthesia support. During beginning of pulmonary vein isolation procedure, perclose proglide closure devices utilized. During pre- closure, the perclose malfunctioned when foot of device remained open despite multiple attempts to un-deploy it. Cardiologist into room to assist. Perclose still unable to un-deploy foot. Cardiothoracic surgery contacted and into room to assist. Patient underwent cutdown to vein to remove perclose. Cutdown was closed with sutures and procedure was aborted. Patient transported to cath lab recovery. Patient kept overnight. Plan to reschedule his ablation in six weeks.